Event description:
An impella 5.5 device was inserted via right direct surgical access in a 67-year-old male patient presenting with postcardiotomy cardiogenic shock (pccs). The patient had a history of coronary artery disease and was classified as scai shock staged. During the procedure, the surgical team discussed the operative course for device positioning and attempted multiple maneuvers to optimize placement. Despite these efforts, the catheter could not be turned away from the mitral apparatus, and the team was subsequently unable to advance the device back across the aortic valve. Suggested troubleshooting strategies were attempted without success. The patient later expired. The reported events are device in wrong position, device repositioning, and death. The positioning challenges are most plausibly related to procedural and anatomic factors in the setting of severe underlying cardiac pathology. The death is conservatively being reported to the impella 5.5 because the device was in use at the time of death; however, it is unlikely a contributing factor and is most plausibly attributed to the patient¿s underlying pccs and critical clinical condition.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The cause of the positioning issue was not determined due to insufficient clinical details. This pump passed all post sterile inspection checks